Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: b5: describe event of problem - in the initial emdr, it was mentioned that "the product was used and no harm was reported". However, based on additional information received "the product was not used". H6: health effect - impact code : f26 has been replaced with f27 to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Event description:
The retailer and the end user reported the presence of black spot in the dressing. The product was used and no harm was reported. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
MDR 9618003-2025-02258 / device 1 of 1. E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Complainant country: (B)(6), province of china. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 4l04322 was manufactured on 21/nov/2024, in uhlmann #2 line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 25/jul/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704763 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 25/jul/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 4l04322 lot for the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect and no additional complaint was identified. Historical nonconformance review: on 25/jul/2025, complaint investigator ran a query in database looking for any in process non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ for the lot number 4l04322 and as result, no non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm)" package seal integrity nonconformities": frequency: every 30 minutes. Sample quantity: 1 market unit o not less than 5 chevrons. Acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have only been 1 defective part confirmed to date from a lot size of (B)(4) products. (B)(4). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003